Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event: under infusion: event description: the customer recently began using perfusor space with the 10 ml bd syringes for antibiotics and discovered approx .5 mls left in the syringe from a 6-8 ml infusion. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 25ml/hr and 8ml and the pump tested in specifications. Based on the evaluation results, there were no indication that the pump malfunctioned. The pump operated as intended and the reported defect was not confirmed. If additional pertinent information becomes available, a follow up will be submitted.